Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The patient reported blurry vision and double vision. Follow up information was received from the surgeon, who reports that the event continues but will resolve with treatment. In the surgeon's opinion, it is unknown whether the device caused/contributed to the event. An unapproved viscoelastic was used during the implant procedure.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested (B)(4) 2011 by phone, fax and mail. Medical records were received. A completed questionnaire was received (B)(4) 2011. (B)(4).